Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: jr4 6 f; sheath: terumo 6 f. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, de novo, right coronary artery (rca), the 2.5 x 15 mm xience alpine stent delivery system (sds) was advanced with resistance but could not cross the lesion. Additionally, during removal, resistance was met with a previously implanted stent. The stent dislodged while in the guide catheter and was easily removed. Another guide catheter and stent were used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.